Event description:
It was reported that air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. While the wds was being advanced, the was pushed up against the wall of the laa and the physician was instructed to retract back the was. It was then noted via transesophageal echocardiogram (tee) that a burst of air was noted. The physician completed deployment of the wds and position, anchor, size, and seal (pass) criteria were assessed. After pass criteria were met, the patient experienced st segment elevations. The patient was administered 100% oxygen and an angiogram noted air in the right coronary artery. No further intervention was needed and the st segment elevation resolved. The patient is expected to fully recover.